Event description:
Customer reported an infusion of tpn finished early. A 10 hr infusion completed in 8 hr 30 min. Customer stated no patient injury or medical intervention. Therapy was continued with new pump. Customer did not know what tubing was used with the pump.